Event description:
Customer reported the system was displaying collimator iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4)